Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. It did not adhere to her skin and fell off from her body on the same day. No further information available.